Event description:
It was reported that this deep brain stimulation (dbs) patient noticed a small bump at the chest incision site. Per the physicians statement, this was described as a stitch abscess. The patient was able to express a small amount of fluid from the bump weekly, though no spontaneous drainage was observed. There were no fevers, erythema, fluctuance, lymphatic tracking, lymphedema, or other signs of overt infection. As a result, the patient underwent a pocket washout procedure. During this, the stitch abscess was removed and a biopsy was obtained. Postoperatively, antibiotics were administered prophylactically. The patient recovered well, no hardware was removed, and dbs therapy continues to be delivered as expected.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states that swelling, including fluid collecting around the device is a known risk with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.